Event description:
It was reported that the 840 ventilator suddenly shut off and failed to continue delivering breaths while the patient was connected. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that the 840 ventilator suddenly shut off and failed to continue delivering breaths while the patient was connected. The device was available for evaluation. The service personnel (sp) inspected the ventilator and found loss of communication codes which were not related to the reported issue. The ventilator logs were not made available for evaluation and the reported event of unit shut off and loss of ventilation could not be confirmed. The sp replaced the graphical user interface (gui) to breath delivery (bd) cable assembly as per the observed codes. Additionally, the sp found a broken exhalation latch assembly and replaced the part. The unit passed all tests and calibrations as per manufacturer specifications at the time of service. With the information available, the investigation could not confirm the reported issue that the device failed to continue to deliver breaths to the patient but found other background codes as secondary issue. The secondary issues are not related to the reported issue. A cause to the reported issue was not determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update to section b5 correction to section h6 device codes additional information received shows that there is no information to reasonably suggest that the device and/or malfunction in this report may cause or has caused or contributed to a death or serious injury. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Update: it was reported that the 840 ventilator suddenly shut off and failed to continue delivering breaths while the patient was connected. The patient was removed from the ventilator and was placed on an alternate ventilator without injury. Although a loss of ventilation was reported, based upon the reported communication diagnostic codes, service information and product analysis; there is no evidence the ventilator stopped delivering breaths.